Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use during dwell 3 of 5. The baxter the baxter technical representative (tsr) explained the alarm and had the home patient (hp) recycle power twice to get se 2367 and end therapy. The tsr advised the hp to start over with new supplies or do manual exchange and call registered nurse(rn) regarding the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The cause was undetermined.